Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that prior to using the bd micro-fine¿+ pen needles one of the needles in the same packaging box was not mechanically sealed, suspected of being contaminated. The following information was provided by the initial reporter, translated from chinese to english: when opening the outer packaging for inspection, it was found that one of the needles in the same packaging box was not mechanically sealed, suspected of being contaminated. Immediately stop distribution and replace with new products.

Event description:
It was reported that prior to using the bd micro-fine¿+ pen needles one of the needles in the same packaging box was not mechanically sealed, suspected of being contaminated. The following information was provided by the initial reporter, translated from chinese to english: when opening the outer packaging for inspection, it was found that one of the needles in the same packaging box was not mechanically sealed, suspected of being contaminated. Immediately stop distribution and replace with new products.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.